Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1778p-cp ligament augmentation repair, peek internalbrace implant system had the handle break into two pieces when the anchor was turned. This was discovered during a procedure with no patient harm reported. Additional information has been requested.